Manufacturer narrative:
(B)(4). Concomitant medical products: femur cemented posterior stabilized (ps) narrow left size 10, catalog # 4250000680,1 lot #: 62373776. Articular surface fixed bearing posterior stabilized (ps,) catalog # 42512400810, lot #: 62366430. Headless trocar drill pin 3.2 mm diameter 75 mm length, catalog # 00590102000, lot # 62758461. All-poly patella cemented 35 mm diameter, catalog # 42540200035, lot # 62773353. Customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2020-00320, 0001822565-2020-04048.

Event description:
It was reported that the patient underwent a left total knee arthroplasty. Subsequently, the patient was experiencing adhesion, pain, stiffness, mobility, swelling, noise and instability in knee. The patient was revised due to arthrofibrosis. The tibial tray, femoral and polyethylene bearing were removed and replaced. Attempt for further information has been made, but no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Medical records review indicates that office notes noted left knee pain, symptoms present for 2 years, pain 10/10, reports slicking, instability, snapping/popping, swelling, pain with adls, uses cane. Exam- stability normal, rom ipsilateral -20, flexion 60, moderate atrophy to hamstring and quadriceps, alignment normal. Imaging- patella baja with soft tissue ossification and suprapatellar pouch, well-fixe and aligned left tka. Revision op notes indicated left knee arthrofibrosis, with femoral and tibia component revision with computer navigation due to patella baja, and significant scarring underneath quadriceps tendon. Rom -20 to 50 degrees, cyst removed from femur, significant scar tissue to lateral, medial gutters, throughout interval between femoral component and extensor mechanism, all debrided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.